Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pocket was not detected on bus and failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 1.2 pocket b6 failed to open, unable to be recovered and was not detected on bus. A field service engineer found that the main drawer 1.2 cubies had failed, and the remote support service (rss) event status indicated that the drawer controller was not plugged in. The module controller light showed no communication with the row boards, and the engineer discovered that the retractor band connection at the module controller was not fully seated. The engineer then reseated the cable and verified through diagnostics that the drawer functioned properly, resolving the issue. Additionally, the engineer inspected the pyxibus cable, retractor band cable, and row board cable, and confirmed that no debris was present on the row boards. The system functioned as intended after the field service engineer repaired the device.